Manufacturer narrative:
(B)(6).

Event description:
It was reported that the metal end of the wand came off. A backup device was available to complete the procedure with no significant delay and no patient injuries. All material were removed from the patient.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation there are no indications to suggest the wand did not meet product specifications upon release into distribution.